Event description:
The probe was inserted 10 cm in the intra parenchyma. It was detected during "scanner". There was no risk to the patient reported. However another device had to be inserted. Additional information received on 20jun2017: the surgeon confirmed that the plastic part removed was the part (d) extension tube. The device was thrown.

Manufacturer narrative:
Investigation completed 07/10/2017. A review of integra complaints tracking database for ip1p since 2014 reveals no similar complaint. Over 1,450 ip1p licox probes and kits have been sold since january 2014. No trend is observed. No device was returned for investigation, the complaint is unverifiable. According to the information received from the hospital, a misuse led to insert a too long section of the licox probe in the parenchyma; this was detected on the scanner. The device was removed. The root cause of issue according to hospital is ¿lack of information (instructions for use, procedure.)¿. Additional information confirmed that the extension tubing was removed before insertion. As the IFU clearly caution about this: ¿do not disconnect the extension tube because it serves to connect the probe and the introducer¿ and based on the absence of similar complaints (review since 2014), the IFU is deemed appropriate.